Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported the device displayed a false occlusion alarm. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. The proximate cause of the reported issue was due to wear of the damaged door assembly for alarms occlusion even when there is no occlusion. A review of the device history record for (B)(6) was performed from date of manufacture 03/15/2019 to the present date 09/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported the device displayed a false occlusion alarm. There was no patient involvement.